Event description:
During burr hole placement in right posterior fossa for craniotomy for microvascular decompression from trigeminal neuralgia, the perforator failed to stop at the dura. The perforator plunged through the dura into the cerebellar hemisphere, tearing the lateral sinus and contusing the cerebellum. Approximately 1600cc blood loss from sinus and cerebellum contusion and hemorrhage was controlled with avitene and bipolar cautery.